Event description:
74 year old female. Known angina, developed substernal chest pain requiring admission and transfer to the institution, she underwent a percutaneous transluminal coronary angioplasty. During procedure, undeployed stent dislodged from ptca balloon in the left coronary. Cordis stabilizer plus guidewire, model h73907114x21, lot #a0197299, cat #517114x, fractured in the coronary as well. Both portion were removed without incident. A second stent was deployed. The pt was discharged to home on 3/7/97.